Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery cap had damaged threads. There was evidence of moisture contamination found inside the battery compartment. Evaluation revealed that the pump leaked at the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/07/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: evaluation revealed that the battery compartment was cracked in the thread area. There was evidence of moisture contamination inside the battery compartment. The battery cap was unable to tighten to the pump. The cap had damaged threads and a damaged coin slot on the top. A power loss was observed. A leak test was performed and found a leak at the battery compartment crack. (B)(6).